Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon rupture occurred. Vascular access was obtained via ipsilateral femoral approach. The 100% stenosed target lesion was located in a severely calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was selected and advanced for dilation. Upon the 2nd inflation at 7 atmospheres, the balloon ruptured. The device was carefully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.